Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that approximately two years prior to calling he experienced ¿bleeding, pain and decreased mobility¿ while wearing an adc freestyle libre sensor. He further reported he ¿lost mobility¿ in the arm where the sensor had been inserted, due to nerve involvement. Customer noted receiving physiotherapy for this situation, for more than a year. He also noted receiving other medical treatment that he could no longer recall. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported that approximately two years prior to calling he experienced ¿bleeding, pain and decreased mobility¿ while wearing an adc freestyle libre sensor. He further reported he ¿lost mobility¿ in the arm where the sensor had been inserted, due to nerve involvement. Customer noted receiving physiotherapy for this situation, for more than a year. He also noted receiving other medical treatment that he could no longer recall. There was no report of death or permanent injury associated with this event.